Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
Low atrial lead impedance values (< 50 ohms) started to be shown while the screwvine 52sep was repeatedly repositioned.

Manufacturer narrative:
(B)(4).

Event description:
Low atrial lead impedance values (< 50 ohms) started to be shown while the screwvine 52sep was repeatedly repositioned.